Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient with an implanted neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported a nurse practitioner (np) contacted the rep after interrogating an ins and seeing a message that a por (power on reset) has occurred. The np was not able to run impedances or do anything with the battery. It was also reported that the patient had a bad fall recently (no date given) and the hcp plans to get an x-ray. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
Weight was unknown. Concomitant medical products: product ID 3889-28, lot# va12dg6, implanted: (B)(6) 2016, product type lead. Ubd: 2019-12-09 UDI: (B)(4). The patient and device information was identified as a duplicate of previously reported event. This file was merged and additional information received will be reported in regulatory report# 3004209178-2019-03045. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep via the hcp (healthcare professional). The patient name and initial reporter were identified. When asked what did the x-ray show and was the product impacted by the fall the hcp responded that the x-ray showed there was lead movement and the patient stopped having efficacy of her device. The fall was in (B)(6) 2018. The cause of the por was unknown, however the hcp office stated the patient had an MRI, which may have caused the por. They office was scheduling a replacement of the device as a stage 1 followed by a stage 2. No further complications were reported or are anticipated.